Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 02/17/2016. Retain product was tested and found to be functioning according to specification. Investigation: the customer reported observing an unexpected result while using b-hcg cartridge lot a15245a to test a patient sample. The device history record for this lot was reviewed. The lot passed finished goods release criteria. Forty retained cartridges from the lot were tested using whole blood. Testing met the acceptance criteria found in q04.01.003 rev. W, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been identified. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification.

Event description:
On 12/07/2015, abbott point of care was contacted by a customer regarding I-stat b-hcg cartridges that yielded suspected false positive results on a female patient who presented with shortness of breath and was diagnosed with substance abuse, myoclonus, anxiety reaction, and urinary tract infection (uti). There was no additional patient information available at the time of this report. Analyzer: I-stat; date drawn: (B)(6) 2015; time drawn: 2310; result: >2,000. Siemens vitros; (B)(6) 2015; 2310; <1. I-stat; (B)(6) 2015; 0140 ; >2,000. Siemens vitros; (B)(6) 2015 ; 0140 ; <1. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).